Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 1.5, lab: 3.5. Time between testing: within 2 hours. No therapeutic range provided.

Manufacturer narrative:
Investigation pending.